Event description:
This case was initially received via (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") and device breakage ("during removal essure 4th marker broke off / fragment left behind") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraine"), musculoskeletal discomfort ("joint complaints"), fatigue ("fatigue"), vitamin b12 deficiency ("vitamin b12 deficiency"), noninfective oophoritis ("ovaries inflamed") and uterine cyst ("cyst"). On (B)(6) 2017, the patient was treated with surgery (essure was removed (including the oviducts) and , the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("during removal essure 4th marker broke off / fragment left behind"). At the time of the report, the genital haemorrhage, device breakage, complication of device removal, mood swings, migraine, musculoskeletal discomfort, fatigue, vitamin b12 deficiency, noninfective oophoritis and uterine cyst outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, fatigue, genital haemorrhage, migraine, mood swings, musculoskeletal discomfort, noninfective oophoritis, uterine cyst and vitamin b12 deficiency with essure. The reporter commented: in (B)(6) 2017 the follow-up appointment is planned, also the localize fragment because this causes risks for bleeding. The chance is there that the uterus has to be removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04sep2017 for the following meddra preferred terms: - device breakage: the analysis in the global safety database revealed 1.711 cases. - genital haemorrhage: the analysis in the global safety database revealed 586 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.